Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient was unable to check his blood glucose due to his onetouch ultramini meter displaying an "error 1" error message. Per the onetouch ultramini user guide, this message may mean there is a problem with the meter. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began the night before she contacted lfs for assistance at dinner time. The patient reportedly manages his diabetes with insulin (unknown type/dose, self adjuster) and reportedly did not take any action regarding his usual diabetes management routine when the alleged issue occurred. The patient reportedly experienced symptoms of "shaking" approximately 8 hours later and despite his symptoms, no medical treatment was received. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and a replacement meter was sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.